Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed the displacement test. The occlusion test, priming test and excessive no delivery test were unable to be performed due to motor error alarm. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked case at the reservoir tube window corner.

Event description:
Customer's mother reported motor error alarm on the insulin pump. Customer's mother advised it occurred 2 different times, one time while customer was asleep and another time when customer was changing out their infusion set. Troubleshooting for motor error alarm was performed. Customer was attempting to basal and manually prime when they received motor error alarm. Customer was able to complete the rewind process. Customer received more than 1 motor error in the past 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.